Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high undefined impedance on the right atrial (ra) lead. Oversensing noise was also noted on stored high rate episodes. A chest x-ray showed the ra lead was noted fully inserted into the header. During a revision an air bubble was noted in the atrial header hole. The lead was removed from the header of the device, tested through the analyzer, and reinserted back into the header. All tests on the ra lead were within normal limits and no noise was observed. The device and lead remain in use. No patient complications have been reported as a result of this event.